Event description:
It was reported initial right unicompartmental arthroplasty. Subsequently revised 2 years 7 months post implantation due to pain, decreased adls, limited rom, and malposition of implant. During the revision it was confirmed femur in varus position and well fixed. Patient was revised without complications.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 00584201502 femoral component high flex precoated, lot#: 63199765, MDR: 0001822565-2022-03463. Additional related products: 00584202309 articular surface size 3 9 mm ht, lot#: 63118426.

Manufacturer narrative:
Visual examination of the provided pictures shows only implants. Both femur and tibial plate have bone cement adhered to them. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following that the patient was presented with pain with rom issue. X-ray found that the malposition on the femur side and tibial in unusual position. During the revision surgery, tibial and femur was appeared well fixed and both removed with minimal bone loss. Femur was noted be in some varus position. No complication was noted. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products & mdrs. 00584202309 articular surface size 3 9 mm height, lot#: 63118426. Unk bone cement lot#: unk.

Event description:
No further event information available at the time of this report.